Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. It was determined that the patient was reprogrammed, and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient was reprogrammed and effective therapy was established. No further intervention is planned.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received.